Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that two sensors had no cannula visible. The blood glucose reading was not given. The sensors were replaced but not returned for analysis.